Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Device code a04 is being used to capture the reportable event of "the hydrogel last too long".

Event description:
It was reported to boston scientific corporation that the spaceoar vue placement procedure was performed on (B)(6) 2023. The placement procedure was reported to be without complication. The patient received radiation treatment for gleason 9 prostate cancer in 2022. In the summer of 2022, the patient took a urinary tract infection (uti) test. Last month, in (B)(6) 2023 the patient calls the doctor and reported started to have symptoms like dribbling, urinating problems, and bowel movements. Blood and urinary test were run. The white blood cell (wbc) count was normal, c-reactive protein was not too high and urine cultures were negative. For the symptoms the patient received antibiotics. A computerization tomography (CT) scan was performed which showed a calcified mass, inflammation around the rectum, and inflammation of the bladder. On (B)(6) 2023, CT scan showed that something with the shape of the spaceoar is still in the area and does not involve the rectal wall. The physician assessment indicates that the body has walled off the spaceoar and the contents inside the wall have been slow to fully dissolve and hydrolyze, the physician reported the lesion goes from the seminal vesicles way down to the apex. The physician reported that he will try to drain transperineally the mass. The condition of the patient was reported to be stable with occasional symptoms like burning with urination. In the last hemoglobin count (hgb a1c) was high which according with the physician's assessment explained the symptoms. The physician prescribes him antibiotics.